Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer reported that the insulin was squirting out during manual prime process. The customer's blood glucose was 200 mg/dl at the time of incident. The customer stated that the insulin pump was not dropped or bumped prior to the compromised force sensor system alarm. The customer stated that the drive support cap was sticking out. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose protruded drive support disk also, unable to perform the occlusion test, prime test, excessive no delivery test, or verify the reservoir icon indicator status due to a33 alarm. The insulin pump received with normal operating currents, passed a21 error test, self-test and the displacement test. The insulin pump was received with partially broken reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, broken belt clip slot and scratched reservoir tube window. The insulin pump was missing the end cap sticker and the reservoir tube o-ring.